Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). It is not known when the alleged inaccurate erratic issue began. On an unknown date/time the patient reportedly obtained blood glucose results of "400 and 52mg/dl" with the subject meter, performed more than 20 minutes of each other. According to the csr's documentation, the patient manages her diabetes with an unspecified set dose of insulin; however, the patient denied taking any action in response to the alleged meter issue. As a result of the reported product issue, the patient claimed she developed a symptom of blurry vision at an unknown time later. The patient indicated she tested her blood glucose with a second onetouch ultra2 meter (date/time not specified), however, the patient does not recall the blood glucose result she obtained. The patient claimed she administered self-treatment by consuming food and/or drink at an unspecified date/time later. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.510(k) # is k053529.